Event description:
The clinician reports the implant was inserted 2019-09-11 in fdi 36. On 2019-10-02, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.